Event description:
The customer reported that they observed a leak coming from the wash buffer reservoir of an access 2 immunoassay system. Wash buffer was leaking from the overflow hole on the wash buffer reservoir after loading a new bottle of wash buffer ii. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no injuries were reported. No personnel sought medical attention. Less than one liter of fluid was spilled onto the floor. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event.

Manufacturer narrative:
Service was not dispatched for this event as it was resolved by beckman coulter inc. Led customer troubleshooting. After the customer had safely cleaned up the spill, beckman coulter inc. Had the customer rinse the bottle with de-ionized (di) water and verified the gasket was present and that the internal plunger moved freely. The wash buffer bottle was stuck in the "in" position which would let the wash buffer ii flow freely into the reservoir. Utilizing beckman coulter inc. Customer technical services guidance, the customer was able to loosen the plunger and verified that it operated as intended before replacing the nozzle on the wash bottle. The customer loaded a new bottle of wash buffer ii and noted no further issues. (B)(4).